Manufacturer narrative:
Device evaluation: one device was received and evaluated for the complaint regarding the needle button released event. Device #052374-a was received, and the needle mechanism functions were tested and verified to hove operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient called to report that on (B)(6) 2022 he applied his v-go 30 device using proper fill, wear, and go procedure and when he attempted to administer his bolus clicks 3 hours later, he noticed that the needle button had released prior to the 24-hour period. Patient promptly removed and replaced the v-go device in question with a new v-go 30 successfully and retained the removed v-go for collection. Patient has been using v go for approximately 5 years and was trained at the office of his healthcare practitioner (hcp). Patient was able to provide the lot number and expiration date for the v go device/s in question and is currently prescribed novolog insulin.